Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the buttons stopped working. The insulin pump may have gotten wet. The customer's blood glucose was not known. It was advised to revert to a back-up treatment plan. Nothing further was reported.